Event description:
The following information was reported: during the device prep, the scrub tech noticed a hole in the balloon and set the device aside. A second mynx device was used to achieved hemostasis. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1432815) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).